Event description:
It was reported that the warmer stops running after a few minutes and smells of burning components/electronics. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. The complaint was verified/confirmed. The device shuts down when any temperature is selected. The cause was the heater core assembly. Replaced the heater assembly and the device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.